Event description:
The customer reported that it was necessary to change the cannula after one to two days of use, because the outside control balloon had a small hole at the welding seam and the pt got a dyspnea because the balloon on the cannula had lost the air. A non-routine replacement of the tube was required. The pt was not seriously injured. Normally the product is changed every 4 weeks.